Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were submitted regarding a driveline power fault. Log files were sent for review. The event log file captured driveline_power_fault alarm flags associated with (f5) pwr_b_broken controller fault flags. These events were indicative of an issue with a conductor within the modular cable. The patient's modular cable was switched out. Additionally, when exchanging the modular cable, on the system controller that was used, the white power lead showed that it was not connected to power when in fact it was, both the battery and patient cable were checked.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Review of the submitted log files revealed a continuous driveline power fault alarm that was associated with a pwr_b_broken (error code f5) fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The patient's modular cable was exchanged and returned for evaluation, where damage to the red wire (power b) was confirmed. This damage would have caused the observed driveline power fault alarms. (See MFR #: 2916596-2025-01700). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.